Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens adhesive peeling issue could not be determined, however, the issue was likely the result of stress due to repetitive use, external factors and or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope overall inspection of the endoscope ¿4. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part¿. ¿5. Grasp the insertion tube lightly with your hand and slide it over its entire length to make sure it does not get caught¿. ¿6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens¿. ¿7. Check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part¿. ¿8. Wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope bending section rubber had a scratch. Inspection and testing of the returned device found that the adhesive around the objective lens was peeled. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a dent on the distal end and the bending section rubber adhesive had a chip. Switch 3 had a scratch and the video connector and the video connector case had a crack. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the image had linear scratches due to damage to the charge coupled device unit. The connection between the insertion pipe and control unit was not secured due to looseness of the insertion pipe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.